Event description:
It was reported that during a coronary drug eluting-stenting treatment procedure, a stent embolization occurred. The 75% stenosed lesion being treated was located in a moderately tortuous unknown vessel. The lesion was not pre-dilated. The physician positioned the stent without problems and implanted it as usual. Post implantation, the physician made a 'control check' and was not able to see the stent. "The physician assumes now that it was not stent mounted at all." The procedure was completed with another taxus liberte stent. Patient status reported as "good."

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered operational context due to anatomical and or procedural factors encountered during the procedure. Product unavailable for analysis